Event description:
While wearing the sound processor, the pt reportedly had no sound perception. In 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the c1 device was no longer functioning. The patient's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.